Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was down and unable to launch windows, continuously rebooted with an error message stated, personal computer could not start properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on blue windows screen even after reboot. A field service engineer (fse) removed and replaced hard drive with new hard drive. Further the fse reimaged the station to 1.74 and perform data synchronization. Post-imaging, data synchronization was performed along with windows server update services (wsus) updates, network time protocol client configuration, reinstallation of component manager, and deployment of the total firmware package and essential security against evolving threats (eset), completing all required remote support service steps. After these actions, the station was restored to normal operation. Validation confirmed successful repair, as the station was fully functional and pharmacy staff were able to access the system and open drawers without issues. The system functioned as intended after the field service engineer repaired the device.